Event description:
It was reported by service report that the right toprail was broken, exposing sharp edges. However, siderail can still be able to latch upright. No patient involvement or adverse consequences are reported.